Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that during a returned order service test, the device double beeped during booting up. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found that the tamper seals are intact, device observed to have fluid, the rear case is cracked, and the coin latch is rusted. The device?s event history log was reviewed for evidence of the reported event, and nothing was found. To conduct functional testing, the device was visually inspected, two double ?aa? Batteries were inserted to power up the device. Upon power up, the customer problem was verified, the device was found to be "double beeping" after power up when batteries are inserted. Defective downstream occlusion sensor caused the issue due to signs of fluid ingression found on occlusion sensor and chassis base. The downstream sensor with coin latch was replaced along with the rear housing. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service in the previous 12 months and there was no indication that the complaint was related to a previous service of the device.